Event description:
It was reported that the patient had muscle stimulation and pain. Lead dislodgement, loss of sensing, and a loss of capture were observed. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.